Event description:
The lay user/reporter (the pt's daughter) in france contacted lifescan (lfs) on behalf of the lay user/pt in 2008, and alleged that a onetouch ultra 2 meter was giving inaccurate high readings. The medical affairs specialist (mas) sent the follow-up questions to the customer service agent (csa) to ask the pt and verified the following info. On that day at around 7: 30 am, the pt received a blood sugar result of 135 mg/dl on the alleged meter, which correlates with her normal readings around that time of the day, according to the pt's daughter. Therefore, the pt's nurse administered her usual dosage, 32 units of lantus insulin that morning. The daughter mentioned that the nurse usually may adjust dosage of lantus insulin based on the pt's morning blood sugar readings. The pt had normal amount of food that morning. At around 10:30 am that day, a friend of the pt found her "unconscious". She was allegedly feeling "very sweaty, trembled and thirsty". The friend woke her up and gave her some water. At around 10:45 am, the p's daughter arrived and tested her blood sugar and received a result of 48 mg/dl on the alleged meter. The daughter called a doctor and was advised to give the pt some orange juice. She gave the pt orange juice and the pt felt better. The pt's daughter stated that the pt normally starts to experience low blood sugar symptoms at readings around 50-60 mg/dl. The daughter allegedly mentioned that the pt's blood sugar was probably lower than 135 mg/dl at around 7:30 am that day and she probably could have avoided developing low blood sugar symptoms later that day, if she received a lower result at around 7:30 am. The customer service agent (csa) discovered that the meter was not coded properly with the code of the teststrips. The csa also verified that the pt was using correct technique to test and to clean the puncture area, the sample was drawn from an approved source, the unit of measure was set correctly, and the pt was reading the meter right side up. Replacement products have been sent to the pt. This complaint is reported as an adverse event, as the pt allegedly received a reading of "135 mg/dl" in the morning and was given her usual dosage of insulin (which can be adjusted based on meter readings) and later, experienced symptoms suggestive of severe hypoglycemia. Diabetes care mgmt: the pt normally test her blood sugar four times daily, at around 7:30 am, noon, 6:30 pm and 9pm. She usually takes a set dosage, 100 mg of glucor tablet at around 7:30 am, noon and 6:30 pm. Also, her nurse gives her around 32 units of lantus insulin every morning at around 8-8:30 am. The pt's daughter mentioned that the nurse adjusts dosage of lantus based on her blood sugar readings

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA about the inspection result in a supplemental report.